Event description:
It was reported that during a pulmonary lobe resection the surgeon found that the joint of the device could not be turned right to the maximum angle. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged articulation bands the analysis results found that the device was returned with the left articulation band damaged; this condition leads the device would not articulate to left. No reload was received with the device. The returned device was tested for functionality with three tests reloads and it was fired in the three articulated positions; the device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the articulation band became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Damaged articulation bands.